Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins).the reason for the call was patient wanted to schedule an appointment to have their implant replaced. Patient mentioned that their stimulator is not working. Patient mentioned that ins stop functioning several months now and she cannot remember the exact date. Agent  redirected the patient to coordinate with the physician's office. The patient was redirected to their hcp.